Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer's blood glucose was 193 mg/dl at the time of call. The customer stated that they treated her high blood glucose with the insulin pump and manual injection. The customer also reported that she experienced vomiting, felt tired and sick. The time of the hospitalization was 10:30am and the date of the hospitalization was (B)(6) 2015. The customer perform self test and the insulin pump passed. The customer was unable to perform high pressure test due to unavailability of tubing clamp. The customer declined to troubleshoot for air bubbles, leaks and insulin issues. The customer stated that he was unable to get the blood glucose below 500. The customer was advised customer to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.